Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to submitted to provide the device manufacturing date (h4).

Event description:
It was observed that during the device evaluation, the subjected device exhibited noise in the saved image and faulty circuit board chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the additional malfunction identified during the investigation is traced to faulty circuit board chip and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.